Event description:
The customer contact reported a charred area on the battery pack. Prior to pt use, the nurse connected the pump to the battery pack. The battery pack was connected to the docking station. After an unspecified length of time, "smoke" was reportedly coming from the battery pack. At this time, a small burn hole was noted on the battery pack. The battery pack was removed from clinical service. There were no reported adverse effects to the nurse. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.